Event description:
Additional information received indicated surgical intervention was undertaken on (B)(6) 2018. Intraoperative diagnostics showed no impedance issues. The ipg was replaced, however the leads remained implanted. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy sometime in 2016. Reprogramming has been attempted and if it is unable to resolve then surgery may occur. X-ray was done and the system appeared normal. As a result, surgical intervention may be taken to address the issue.